Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to stopper pull out was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection the stopper pulled out causing the sample to be lost. The following information was provided by the initial reporter: complaints from the hospital that sst ii tube when the blood was taken, it was removed from the tube lid and caused the sample to be lost and the patient complained of this situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection the stopper pulled out causing the sample to be lost. The following information was provided by the initial reporter: complaints from the hospital that sst ii tube when the blood was taken, it was removed from the tube lid and caused the sample to be lost and the patient complained of this situation.